Manufacturer narrative:
Follow up #1 09/17/2015 device evaluation: the pump has been returned to animas and evaluated on 08/28/2015 with the following findings: the battery compartment was cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. There was evidence of moisture found internally on main printed circuit board and on the support bracket. The battery cap threads were found to be worn. There were multiple unexplained pump reboot events in the device¿s black box on the day of the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.